Event description:
It was reported that the microcatheter was broken. The target lesion was located in the moderately tortuous and non calcified liver. A direxion catheter infusion was selected for use. During procedure, the physician was trying to navigate a very tight hairpin turn. After several tries of trying to push the direxion microcatheter around this turn, he removed the device from the patient. During removal, it was noticed that the microcatheter was broken halfway up. The device was removed from the patient by pulling the device intact. The procedure was completed with a non boston scientific product. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned and inspected for any damage or irregularities. The direxion showed damage in the form two kinks, 10cm from the hub and 56.5cm from the hub, both with the inner lining still intact. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage. Device analysis determined the condition of the returned device was consistent with the reported information of a fracture.

Event description:
It was reported that the microcatheter was broken. The target lesion was located in the moderately tortuous and non calcified liver. A direxion catheter infusion was selected for use. During procedure, the physician was trying to navigate a very tight hairpin turn. After several tries of trying to push the direxion microcatheter around this turn, he removed the device from the patient. During removal, it was noticed that the microcatheter was broken halfway up. The device was removed from the patient by pulling the device intact. The procedure was completed with a non boston scientific product. There were no patient complications reported.